Manufacturer narrative:
A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint.

Event description:
As reported, after the lesion had been pre-dilated using a non-cordis device, a smart control stent (iliac 6x100ml) was attempted to be implanted but would not cross the lesion. The lesion was pre-dilated a second time, but the smart control stent still would not cross the lesion. It was then found that there was a gap between its outer sheath and its distal tip. The device was replaced with a non-cordis stent to continue the procedure. After this, two smart stents were implanted in the left iliac artery to complete the procedure. The lesions were the left iliac artery and the left superficial femoral artery. The lesions were described as having severe calcification. There was no patient injury reported. The device was clinically used and will be returned for analysis. The device was discarded because of infected disease. The product looked normal when removed from its packaging. The device was properly prepped. There was no difficulty accessing the lesion with a guidewire. The guidewire used was a non-cordis device. There was difficulty tracking the device through the vessel to get to the lesion. Treatment was successful.

Manufacturer narrative:
Complaint conclusion: during a left lower extremity artery stenting procedure, the smart control stent (iliac 6x100) would not cross the lesion after being pre-dilated using a non-cordis device. The lesion was pre-dilated a second time, but the smart control stent still would not cross the lesion. It was then found that there was a gap between its outer sheath and its distal tip. The device was replaced with a non-cordis stent to continue the procedure. After this, two smart stents were implanted in the left iliac artery to successfully complete the procedure. The lesions were the left iliac artery and the left superficial femoral artery. The lesions were described as having severe calcification. There was no patient injury reported. The device appeared normal when removed from its packaging. The device was properly prepped. There was no difficulty accessing the lesion with a guidewire. The guidewire used was a non-cordis device. There was difficulty tracking the device through the vessel to get to the lesion. No other information was reported. The device was not returned for analysis. A product history record (phr) review of lot 17721562 revealed no anomalies or non-conformances during the manufacturing and inspection processes that can be associated with the reported event. The phr review does not suggest that the event reported by the customer could be related to the manufacturing process. The reported ¿stent delivery system (sds)-ses failure to cross¿ and ¿stent delivery system (sds)-ses deployment difficulty - premature/in patient - during advancement¿ could not be confirmed as the device was not returned for analysis and procedural films were not received. The exact cause could not be determined. Procedural and handling factors may have contributed to the reported event. Per the instructions for use, which is not intended as a mitigation, ¿during preparation of the stent delivery system, evaluate the distal end of the catheter to ensure that the stent is contained within the outer sheath. Do not use if the stent is partially deployed. When introducing the stent delivery system, ensure locking pin is still in place. Advance the device over the guidewire through the hemostatic valve and sheath introducer if resistance is met during delivery system introduction, the system should be withdrawn, and another system should be used. The phr review does not suggest that the reported event could be related to the manufacturing process of the device. Therefore, no corrective actions will be taken at this time.